Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the t:lock connection leaked. An infusion set change was performed and the leaking continued. A new cartridge was loaded with one of the previously used infusion set tubing to address the issue. Blood glucose level was 172 mg/dl.